Event description:
It was reported a codman perforator (ID (B)(6)) was stuck in the cranium after making the third burr hole during the procedure. After that, the outer plastic sleeve and inner parts were disassembled. All the disassembled parts were recovered. The total number of burr holes made by the product is 4 and the drill used with the perforator is anspach. The surgery was completed with the use of the device. The event did not led to surgical delay. The information about the patient is not available. According to information provided, it is unknown if the drill was electric or pneumatic. It is also unknown if the perforator clicked in place in the drill, and if the recommended spring tests were performed between each burr hole. The patient's condition is unknown. There¿s a discrepancy between the complaint description given by the doctor and the operation room staff member. According to the doctor, the product didn¿t disassemble during surgery while the operation staff member who was in charge of cleaning says the product was disassembled. According to the sales representative, he assumes that the device was not disassembled during surgery but during the cleaning process after surgery.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The codman perforator (ID (B)(4). Was returned for evaluation. Device history record (DHR)- the batch record was reviewed for any anomalies or reports related to the finished device, and none were identified. Failure analysis / root cause: the evaluation of the returned unit confirmed the presence of a "proud weld". The deficiency was identified as a related cause through the investigation of a corrective and preventative action (CAPA) initiated to investigate perforator disassembly trend.